Manufacturer narrative:
Implant regio 35 fractured. Construction was a single crown placed on the implant. Bone loss and implant instability caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading of the implant after 14 years in situ.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.